Event description:
A report was received that the patient had difficulty charging ipg. The patient underwent a revision procedure wherein the ipg site was relocated.

Manufacturer narrative:
Additional information was received that the patient had trouble charging because the ipg was superficial due to weight loss. No device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient had difficulty charging ipg. The patient underwent a revision procedure wherein the ipg site was relocated.